Event description:
During review of programming history, it was noted that an interrupted system diagnostic test occurred that altered generator settings. The settings were not corrected prior to the patient leaving the office. No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of programming history.